Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the primary sensing vector. Additionally, there were two untreated episodes that showed similar noise. Boston scientific technical services was contacted, and it was discussed that the treated and untreated episodes were consistent with sense node b artifacts. It was recommended to reprogram the device to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.